Event description:
It was reported by the customer that they were having issues with the sensors not adhering properly and their skin was irritated at the insertion site. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.